Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. Unit had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test unexpected restart. A cold reset was performed, error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify failed battery alarm or low reservoir alarm due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a button error. They were unable to clear the alarm. They put a new battery but received a failed battery test. The buttons were not responding. The customer's blood glucose level during the incident was 303 mg/dl. The customer would treat their high blood glucose with manual injection. They were advised to observe the time clock for one minute to verify if time advances. The customer verified that time advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.